Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 400 mg/dl, vomiting and nausea. Cause of elevated bg level was unknown. Although requested by tandem technical support, the customer declined to provided additional information regarding the reported issue.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 400 mg/dl, vomiting and nausea. Reportedly, the customer experienced an occlusion related to the infusion set, but the pump did not alarm. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment and fluids reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.

Manufacturer narrative:
B1 (additional), b2, b5, h6 (remove 2993, add 1012).